Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed."

Event description:
Healthcare professional reported during injection ¿in the area around the nose/the smiling lines¿ with 1 syringe of juvéderm® ultra xc, "when the injector pushed in, the product would not come out and backed up.¿ healthcare professional stated due to the difficulty in getting the product to extrude, ¿the needle poked more than normal and caused swelling¿ at the injection site. Patient was treated that same day with an injection of lidocaine and had ¿a patch¿ applied to the area. Symptoms also resolved that same day. The needle from the package was used and tightened by hand.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "warnings injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events: the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported during injection ¿in the area around the nose/the smiling lines¿ with 1 syringe of juvéderm® ultra xc, "when the injector pushed in, the product would not come out and backed up.¿ healthcare professional stated due to the difficulty in getting the product to extrude, ¿the needle poked more than normal and caused swelling¿ at the injection site. Patient was treated that same day with an injection of lidocaine and had ¿a patch¿ applied to the area. Symptoms also resolved that same day. The needle from the package was used and tightened by hand.